Event description:
It was reported that a whisper guide wire crossed the totally occluded, heavily calcified, mid right coronary artery lesion and the lesion was pre-dilated with a trek balloon. A xience v (2.75 x 28 mm) stent delivery system was advanced and even with several attempts, would not cross the lesion. Reportedly, force was applied with advancement and the distal shaft separated into two pieces outside the patients' anatomy. The xience v stent delivery system was removed and another same size xience v stent was used to complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper, guide cath: ebu. Device (B)(4) code added due to excessive force used. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Additionally, it was reported that force was used during the several attempts to advance/cross. It should be noted that the instructions for use, cautions the user that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this instance, as force was applied, the shaft likely became damaged and further manipulation of the device would have contributed to the shaft separation/detachment. Based on the information reviewed, there is no indication of a product deficiency.